Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 8lped08a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer obtained blood glucose readings of 15.7 mmol/l, 1.2 mmol/l, 14.6 mmol/l, and 14.1 mmol/l between the timeframe of 10:05 a.m. And 10:09 a.m. On the contour next link 2.4 meter. The advocate stated that the customer had no symptoms of low glucose so usual medication was given to her, after which she experienced hypoglycemia. No further event details were provided. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.